Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was shocked at their electrical outlet. The patient was plugging in her controller to charge it, while in the dark. She isn't sure what happened, but she heard a "pop" sound and felt tingling sensation go up her arms and into her neck. The patient turned her stimulation off and subsequently had a return of her normal pain symptoms. The patient had an appointment to have a rep turn their stimulation back on. The patient's impedance check showed that everything was in normal working order. The patient's stimulation was turned back up to her previous settings and she was monitored for 25 minutes. Her normal pain started to go away and she could tell the stimulation was working as normal. The issue was resolved at the time of the report. Additional information was reported that the cause of the patient's shock was not determined. The programmer, recharger and ins are all working properly. No further information was reported.